Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. It was stated that the customer experienced nausea, vomiting, excessive thirst, and fatigue. The customer had changed the infusion set the day before, and when it was removed she noticed that the cannula was bent. It was stated that the customer did get no delivery alarms. The caller did not have time to complete the troubleshooting, and stated that she would have the customer call us. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.